Event description:
A report was received that after a permanent implant, the patient cannot feel both his legs but can still move them. The patient underwent an explant procedure of the whole system. Hematoma was also noted which was believed to be procedure related. A decompression procedure was done to the patient. The patient reported sensation has returned to his legs.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.